Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed (ua) 07 error was the defective load cell. The defective load cell was likely attributed to user mishandling such as a drop or a defective component. The customer reported a secondary complaint of the missing pixels on the lcd screen was confirmed during functional testing. The lcd was replaced to address the observed issue. The probable root cause for the observed lcd issue could be normal wear and tear or mishandling, such as drop. Visual inspection of the returned platform was performed, and no physical damage was observed. Upon further visual inspection, unrelated to the reported complaint, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The clutch plate was deburred to address the sticky clutch problem. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The returned autopulse platform was manufactured in august 2007 and it is almost 14 years old, well beyond the expected service life of 5 years. The autopulse platform failed the initial functional testing due to (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters and was replaced to remedy the (ua) 07 error. During further testing the platform failed due to a fault code 27 (encoder fault (>3000 rpm)) error message followed by user advisory (ua) 17 (max motor on-time exceeded during active operation) error message, unrelated to the reported complaint. The root cause was the defective integrated encoder gearbox and the drive train motor likely due to wear and tear. The encoder gearbox and the drive train motor were replaced to remedy the faults. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The autopulse platform (sn (B)(4) ) in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ( nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4)) was deployed for resuscitating a (B)(6) female ((B)(6)) patient in cardiac arrest. The patient was in cardiac arrest for about 25 minutes before it was witnessed by a bystander. The manual CPR was performed by the bystander for approximately 16 minutes. When the emergency crew arrived, the patient was found unconscious, unresponsive, pulseless, with no signs of trauma. The manual CPR was performed by the crew for several minutes while the platform was prepared for use. When the autopulse was powered on, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Manual CPR was continued throughout the call for 27 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. The patient had a history of stroke (2016), diabetes, seizures, hyperlipidemia, and recently diagnosed with tumors in her colon. According to the reporter, the patient outcome was not attributed to the device. Per the reporter, in addition to the ua 07 error, half of the platform lcd screen was not readable.